Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the afternoon of (B)(6) 2011. The cca was advised the patient manages his diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. A couple weeks after the start of the alleged issue, the patient developed symptoms of diabetic ketoacidosis (dka) and emergency medical services (ems) was contacted. The patient obtained a blood glucose result of "over 600 mg/dl" with the ems meter. The patient was administered 10 units novolog insulin and 45 units lantus insulin as treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter and the batteries were recently replaced. Replacement products were sent to patient. This complaint is being reported because the reporter claims the patient was unable to test his blood glucose due to the reported issue, reportedly developed symptoms suggestive of hyperglycemia and received medical intervention from a health care professional (hcp) after the reported issue began.